Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were confirmed through review of the event history log. This condition was found to be caused by a downstream sensor (high fluid readings) out of specification. The failed downstream sensor was reworked. Additional information: high readings, calibration issue.

Event description:
During baxter's functionality testing of a spectrum pump the device experienced downstream occlusion alarms. It was also reported there was no patient involvement.